Event description:
It was reported within two weeks of a device change out that the patient was feeling thumping in their chest when lying down. The device remains in use. It was later reported that there was diaphragmatic stimulation due to the left ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.